Manufacturer narrative:
Device unique identifier (UDI)#: (B)(4). Approximate age of the device - 89 days. Device evaluation: the explanted pump was returned for analysis. Upon disassembly the device, a large, flat, non-laminated thrombus formation was observed partially occluding one of the rotor vanes. The deposition had areas of denaturation which suggests that it was present while the pump was supporting the patient; however, the origin of the deposition as well as a duration of time for which it was present in the pump could not be determined. The lack of laminated layering suggests that the deposition did not develop in the rotor vanes. Although a specific cause for the development of the observed deposition could not be conclusively determined through this evaluation, the thrombus formation was partially occluding the blood flow path through the pump which could have contributed to the reported hematuria and elevated ldh levels. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Examination and electrical continuity testing of the returned portions of driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists device thrombosis and hemolysis as potential adverse events associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2016, it was reported that the patient presented with complaints of hypertension (htn), black urine and dysphagia. The laboratory test results upon admission showed a lactate dehydrogenase (ldh) level of approximately 1598 u/l. At the time of the event, the patient's inr was 3.0. Upon admission, the patient was started on IV heparin as well as nitro paste and IV lopressor every 4 hrs to control their htn. The patient's ldh level had reached 2396 u/l and the patient had become unstable with continuing black urine and increasing levels of blood urea nitrogen and creatinine. An emergent pump exchange was performed on (B)(6) 2016 due to suspected thrombus. It was reported that the dysphagia was determined to be due to the patient's esophageal structure and was not lvad related.